Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/13/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life; however, cs 128 replace battery alarms were observed in the alarm history. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. The returned battery cap threads were found to be damaged. The returned battery cap was not able to maintain an electrical connection with the pump due to the cap detaching. A test battery cap was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed. The power issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.